Event description:
The physician reports that the crystalens trailing haptic tore when advancing the lens from the staar surgical lens injector system. Additional information has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.